Event description:
It was reported that pump declared cartridge alarm 5 while in use. There was no adverse impact to the customer¿s blood glucose level. After being instructed by technical support, customer loaded new cartridge and successfully resumed insulin delivery.